Event description:
Boston scientific crm received information from a health care provider (hcp) that this device and a left ventricular assist device were associated with pacemaker mediated tachycardia (pmt) and syncopal episodes for the patient. Hcp also reported the patient was experiencing numerous premature ventricular contractions. Hcp and a boston scientific technical services consultant (ts) discussed device reprogramming to address the pmt; hcp indicated reprogramming would be conducted. Hcp and ts also discussed whether there was any evidence of oversensing that could have been a factor with the syncopal episodes; hcp reported there were only nonsustained episodes with no evidence of oversensing. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received.